Event description:
A customer contacted baxter's (B)(4) to report a system error (se) 2267 (indicating air in the set) with the homechoice (hc) machine during fill 1. The home patient (hp) would start over with new supplies. The hp was connected at the time of the alarm. The tsr advised the hp to let the peritoneal dialysis (pd) registered nurse (rn) know about the alarm. Proper procedure per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated the cause of the alarm was still unknown and no defects were seen with the set up. The hp discarded the set up, no companion sample was available, and the lot number was unknown. The hp has continued therapy on the cycler as usual with no problems, using the same transfer set.

Manufacturer narrative:
(B)(4). The device was discarded and no companion sample was available.